Manufacturer narrative:
(B)(4). Foreign: france. Journal article: tristan viallaa,*, dong tran-minha, florian barbottea, alexandre heraulta, matthieu ehlingerb, xavier ohla, henri favreaub, renaud siboni . Comparison of the functional outcomes after treatment of periprosthetic hip fractures with femoral stem loosening: locking plate fixation with or without femoral stem revision. Https://doi.org/10.1016/j.otsr.2022.103300 investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a journal article that 2 patients, within femoral stem revision group, had a total hip arthroplasty and months later, underwent a revision of the femoral stem and implantation of a locking plate fixation system due to a periprosthetic fracture and femoral stem loosening. Subsequently, experienced an unknown surgical site infection. No further discussion or information regarding intervention or outcome was provided. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. The device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. However, there are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.